Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with their general practitioner with an infection that developed at the infusion site (hip/buttocks) while wearing the pod for approximately 44 hours. It was reported that the patient experienced poor insulin absorption and ¿painful lumps¿ at the site which were diagnosed as an abscess by the physician. The patient was treated with unspecified topical antibiotics and provided unspecified oral antibiotics as a back-up, however these were not administered as they were not needed. During this visit, another abscess at a previous infusion site was also identified and treated, please see related case (B)(6), mhra ref: (B)(4), FDA MFR report no: 3014585508-2026-16307.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.